Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: there were pump reboots observed in the black box on 5/7/2015 and 5/8/2015. There were also call service (cs 054) errors also observed in black box on 5/8/2015. The pump powered on with the returned battery cap to a dim discolored display. The battery cap was able to fully tighten and measured within specifications. Unrelated to the original complaint, the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment or on the underside of the battery cap. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. An intermittent power event was not duplicated during the investigation. The leak test confirmed a leak at the display lens. The pump case was removed and no evidence of moisture contamination was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.